Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8307928. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that intima-ii 24gax0.75in mz slm npvc leaked during use. The following information was provided by the initial reporter: on the morning of june 5, when preparing to inject medicine after the indwelling needle puncture, the joint of the indwelling needle dripped and a large amount of liquid flowed out. After removing the indwelling needle, the puncture was performed again, which increased the pain of puncture for the child.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 24gax0.75in mz slm npvc leaked during use. The following information was provided by the initial reporter: on the morning of (B)(6), when preparing to inject medicine after the indwelling needle puncture, the joint of the indwelling needle dripped and a large amount of liquid flowed out. After removing the indwelling needle, the puncture was performed again, which increased the pain of puncture for the child.